Manufacturer narrative:
Bec field service engineer (fse) found the rbc bath was not seated completely on the aperture o-rings. The fse reseated the bath and cleaned leak. The fse also performed additional repairs unrelated to the leak. (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clenz cleaner leak at the red blood cell (rbc) bath of coulter lh750 hematology analyzer. The volume that leaked was unknown. Customer reported that no patient results or treatment was affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.